Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, a resolute onyx drug eluting stent was used to treat a lesion located in the circumflex artery. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging.there were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. It was reported that a distal edge dissection occurred post implant and second resolute onyx des was deployed, and patient was timi 3 flow with an excellent result. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
The lesion was predilated. No resistance was encountered and excessive force was not used. It was reported to be a straightforward case. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.